Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2019-05420.

Event description:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2019-05420.

Manufacturer narrative:
(B)(4). (UDI): n/a. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unknown if the product will be returned.

Event description:
It was reported that a reamer tip fractured during the hip nailing surgery. There was a delay of 20-30 min. No additional information is available at this time.